Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2011 due to lead was damaged during open heart procedure. The physician was dr. (B)(6) at (B)(6) center in (B)(6), ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).